Event description:
Senseonics was made aware of an incident where user reported of receiving no sensor detected alerts. After further escalation the user was advised to stop using the tegaderm so the connection will improve. However,the issue was not resolved.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
This case was created from associated case, (B)(4), where the user complained of getting no more than 2 bars (low signal) in the placement guide and also complained of receiving several no sensor detected alerts. The issue was escalated to next level support who informed user that presence of bandages and steri-strips can weaken the signal and recommended to wait until them remove the tegaderm. Since the issue persisted, the user was redirected to hcp to discuss about removal and replacement of the sensor, as it could have been inserted deeper than usual or in a non-ideal location. The sensor was removed and it was found to be inserted deeper and the placement was not vertical to the incision. On (B)(6) 2025 the user complained about receiving no sensor detected alerts since insertion on (B)(6) 2025. The issue was not resolved with transmitter placement troubleshooting so the sensor was replaced and an RMA issued for further investigation.the returned sensor was placed 12 mm near the transmitter and there was a good and stable signal detection from the app and an excellent and stable signal when the sensor was held right against the transmitter. Therefore, the no sensor detected alert from the customer's complaint could not be verified. No malfunction was observed with the sensor to transmitter connection. The customer potentially had an issue finding optimal placement of the transmitter over the insertion site or the sensor was inserted too deeply or at an angle.the user's sensor was removed and replaced with a new one. B4.date of this report 04 august 2025. G3.date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4311.